Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific (bsc) crm received information that this right atrial (ra) lead impedance measurements increased from 700 to 1613 ohms in (B)(6) and is currently registering at 1952 ohms. When pacing in unipolar mode, the impedance measurements were greater than 2000 ohms. The sensing measurements are registering around 2mv on the daily measurements. Bsc technical services suggested keeping the lead programmed in bipolar pacing mode, performing a chest x-ray to check for a possible lead fracture and monitoring the patient based upon the good sensing measurements. The physician decided to monitor the patient every three months and currently has no plans for x-ray or replacement of the ra lead. No adverse patient effects were reported. Additional information was received that the ra lead was surgically abandoned two years and one month later, due to high out of range pacing impedance measurements. No adverse patient effects were reported.